Manufacturer narrative:
Device code (B)(4) relates to problem code (B)(4) for the reported event of cautery pin detached. Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
Note: this report pertains to the second of two devices used during the same procedure. Refer to manufacturer report # (3005099803-2017-02288 for the other associated device information. It was reported to boston scientific corporation that two captivator extra large snares were opened for use during a colon polyp removal procedure performed on (B)(6) 2017. According to the complainant, during preparation, the connection between the snare and active cord was loose and it was noted that the cautery pin was detached. A second of the same device was used and the same issue occurred. The procedure was completed with a different device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
Investigation results: visual evaluation of the returned device found no anomalies. Functional testing was performed and the device passed the retroflex test, it extends and retracts within specification. Electrical resistance testing was performed and resistance measured at 9.9 ohms, within manufacturing specifications. The device was inspected and it passed the gauge test. The complaint that the device has the cautery pin detached was not confirmed. Evaluation of the returned device found no evidence of either the alleged issue or any defect which could have contributed to the event. A review of the device history record (DHR) was performed and no deviations were found.

Event description:
Note: this report pertains to the second of two devices used during the same procedure. Refer to manufacturer report # 3005099803-2017-02288 for the other associated device information. It was reported to boston scientific corporation that two captivator extra large snares were opened for use during a colon polyp removal procedure performed on (B)(6) 2017. According to the complainant, during preparation, the connection between the snare and active cord was loose and it was noted that the cautery pin was detached. A second of the same device was used and the same issue occurred. The procedure was completed with a different device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.